Event description:
Medtronic received info that this bioprosthetic valve was replaced after echocardiographic evaluation revealed aortic stenosis and regurgitation with a gradient of 100mmhg. At replacement, there was a tear noted on one of the leaflets and pannus attached to the valve tissue on the inflow of the valve as well as on the sewing ring. There were no patient symptoms reported and no adverse patient effects.

Manufacturer narrative:
Evaluation result = device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined as analysis has not been completed. Analysis: this valve was received at medtronic and is currently undergoing analysis. Conclusion: review of the device history found that this valve met all manufacturing specifications when it was released for distribution. No issues were noted that would have impacted this event. A follow up report will be filed following completion of the analysis.